Event description:
It was reported device movement and cerebral vascular accident occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination in (B)(6) 2023 it was discovered the closure device had shifted from the original implant position. The closure device was surgically removed. Following the surgical device explant, the patient experienced a cerebral vascular accident. A thrombectomy was performed and the patient recovered.